Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer further advised that the device lost power when either the code summary or the 12-lead buttons were pressed. The device would also intermittently power back on by itself. There was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. The patient was being monitored. No further details about the patient or the event were provided.

Manufacturer narrative:
The initial medwatch report indicates that the date of event was (B)(6) 2015. The initial medwatch report should have indicated that the date of event was (B)(6) 2016.